Event description:
The pt was implanted with two leads from the same lot number. It was reported the pt has not used her scs system since about two months after she was implanted because she did not like how the stimulation felt and it did not give her any pain relief. It is undetermined if her ipg is still functional. The pt stated she would like her system explanted. The pt was advised to consult with her physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.